Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) - stem the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately eight years post-implantation, the patient underwent a right hip revision due to infection and metal pathology. The patient developed pain and a septic right hip infection. The patient underwent a two-stage revision. During the first stage, there was pus; soft tissue reaction to metal debris; a large area of osteolysis of the acetabulum; and a large cavity defect in the intertrochanteric region. All components were removed and replaced with cement spacers with the stage two revision two a half months later to place definitive implants. Attempts have been made and no further information has been provided.